Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-02189. It was reported the patient feels enraged when her stimulation is on. She reported the issue began approximately 1 month ago. It was reported the physician's office will order a CT scan. No further information is available at this time. Per the manufacturer's device registration system, the patient has two scs systems. As the affected device is undetermined, both of the patient's ipgs are being reported.

Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.